Event description:
The facility's nurse informed the MFR's sales representative of the following: upon placing and locking the device. The pull ring pulled free from the side silicone flaps and came free. Another device was opened and used, catheter and all. No further details were provided.